Event description:
It was reported that this right ventricular (rv) lead had an alert for high out of range impedances greater than 2000 ohms. Review of the device report showed that there had been a gradual rise in impedances over the past six month. With the rise in impedances, there were also observations of increased thresholds to 6.5v. The plan was to revise the system, however the patient was recovering from spleen surgery. The system remains in-service. No adverse patient effects were reported.